Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a buckling upstream occlusion seal. Functional testing noted a defective downstream occlusion sensor. The sensor and seal were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation noted a defective downstream occlusion sensor and a buckling upstream occlusion seal. There was no patient involvement.